Event description:
Reference number (B)(4). Event occurred in netherlands it was reported that the patient faced an event of insulin flow blocked alarm due to blockage of tubing on 25-dec-2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. Initial and final MDR (B)(4) -- device 5 of 7.